Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged with struts distorted, stretched and bunched at the distal end. The stent also moved distally on the balloon. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the exposed portion of the balloon wall indicating crimp contact between the coated stent and balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the mid-shaft section found a midshaft kink at the port entry site. This type of damage is consistent with excessive tensile force being exerted on the delivery system. The outer extrusion, inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 31-aug-2016. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. After pre-dilation was performed using a 1.5x15mm non-bsc balloon catheter, a 16x2.50 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion due to angulation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage and stent movement on balloon.